Event description:
It was reported that the ilet user experienced recurrent low glucose episodes, often overnight and after changing tubing, in the context of eating right before bed and announcing a smaller-than-consumed dinner, which led to postprandial hyperglycemia followed by pump-delivered corrections and subsequent lows. Oral glucose was used to treat low blood glucose symptoms included hypoglycemia and hyperglycemia ranging from 50 mg/dl to 301 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, specifically meal announcement practices through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.